Manufacturer narrative:
The hill-rom technician found during a between patient inspection found the brake not holding due to a worn out brake pad. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating that the brake caster would not hold. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).